Manufacturer narrative:
Concomitant product: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
Information was received from the consumer regarding a patient receiving intrathecal hydromorphone at 1mg/day. The concentration and lot number were unknown. The indication for use was non-malignant pain. The patient's pump flipped upside down in 2014. They pulled the pump down in (B)(6) 2014. The patient became septic in (B)(6) 2014. The pocket was infected, and the patient experienced infection symptoms of fever, redness, swelling, and pain. It was noted that the change in therapy/symptoms was sudden (within 8 hours). The infection was confirmed. The patient stated that they did not tell her what strain she had, but she had a tube coming out of her belly, and she had three infectious doctors that were overseeing her care. The patient reported that the infection "was not related to anything." Intravenous antibiotics were administered. A partial system explant occurred. They explanted the pump, but the catheter was clipped. The infection was resolved. The patient had a new pump implanted on (B)(6) 2016, and it was located in her back. Additional information was received from a consumer through a manufacturing representative. The patient had an infection at the pump pocket and the catheter track. The patient was implanted with a new catheter and pump on (B)(6) 2016. It was noted that the patient's personal therapy manager (ptm) was previously lost in a house fire. Follow up was conducted regarding the cause of the pump flipping and infection issues. If additional information becomes available, the event will be updated. See MFR report 3004209178-2016-01818 for pump flipping issue.